Manufacturer narrative:
Though requested, the device has not been rec'd for eval. Should add'l info become available, a supplemental report will be initiated. (B)(4).

Event description:
Report rec'd from (B)(6) indicating that during a craniotomy procedure, while performing a burr hold with a drill, the sheath of the hose "exploded." The surgeon experienced a contusion to his arm, requiring ice and the application of corticosteroid cream. Surgery was delayed for twenty mins. The pt was reported to be awake during the surgery; however, did not experience any side effects. Info rec'd indicates the surgeon recovered with no sequelae. Though requested, no add'l info has been rec'd.